Event description:
It is reported that the device was implanted in 1995. The pt suffered from an acetabular fracture. Signs of loosening of the acetabular component and osteolysis were present at the revision surgery. Intraoperatively, the acetabular liner was found to have been rotating within the cup. The device was revised in 2007.

Manufacturer narrative:
Evaluation summary: device was in-vivo for approximately 12 years. Devices, post surgery and pre-revision x-rays are not available for review. Surgery details of how the liner was assembled are not available. Liner wear performance/degradation of a component is dependent on many factors, including pt activity and weight, many of which are out of the control of the manufacturer. Details of case study to determine the oxidation number is not known. The state of poly before doing the case study is not known. Since the poly liner was not sent for review, in-house study could not be performed. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.